Event description:
Customer reportedly received the following results on the aviva connect system within 10 minutes: 427 mg/dl and 147 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.